Manufacturer narrative:
On 4/15/2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the sample no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. And a tear was revealed on the anterior aspect measuring less than 0.1 cm. No other tears were observed. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right implant deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 375 cc mentor smooth round moderate profile and experienced right side breast implant deflation during bilateral explantation and replacement surgery with catalog number: 3502300; serial number: (B)(4) on the left side and with catalog number: 3502300; serial number: (B)(4) on (B)(6) 2020.